Event description:
An endeavor resolute drug-eluting stent was being used to treat a lesion in the lad. The lesion was 95% stenosed with severe calcification and tortuosity, length 22mm. The device was inspected prior to use with no issues noted. The lesion was pre-dilated with a sprinter legend balloon three times (12 atms, 10s). 65% stenosis remained after pre-dil. The device was unable to cross the lesion due to severe calcification. Resistance was encountered when crossing the lesion but it is unknown if excessive force was used. Another endeavor resolute was used to complete the procedure. There was no patient injury reported. Device evaluation: the stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 11th and 12th proximal segments were misaligned with raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent deformation). Patients condition affected effectiveness of device (stenosis with severe calcification and tortuosity). Deformation problem (stent). Evaluation conclusion: known inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (stenosis with severe calcification and tortuosity).